Event description:
The facility reports while transferring a pt from the bath chair to sub-chassis, the sub-chassis fell away, causing the pt to fall to the floor. This had happened twice in the past days, the second time being on the 17th of august. Injuries are unk at present. The lift device was evaluated and found to be in ok general condition. A full function test was performed and passed. The device has now been put out of service for the time being. (B) (4).

Manufacturer narrative:
Per statements from the facility on 09/01/2009, no incident had been reported with the device in the past year. The device is covered by an arjohuntleigh service contract. The operating and product care instructions (opi) for the device is available for the user. Attempts to recreate the event were unsuccessful if the chair was attached correctly. If the chair is not slid onto the intended guides on both sides of the sub-chassis as directed in the opi, but instead just lowered and placed on top of the sub-chassis, the chair is not supported and the sub-chassis can roll away from under the chair, causing instability and possible injury. The manufacturer concludes the root cause of the incident is most likely inadequate training/understanding of the proper usage of the device. It is recommended personnel attend a refreshment course regarding the care and handling of the device.